Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). A ht winn guide wire was advanced retrograde through the anterior tibialis; however, the guide wire could not cross and the tip became separated due to the heavy calcification. The tip was not retrieved. It was stated that the physician felt comfortable leaving the tip in as it was in a subintimal plane of the vessel in the sfa and there was no blood flow reaching the segment to injure the patient. Additionally, the procedure was unsuccessful and the patient will be counseled on having bypass surgery. There was no clinically significant delay in the procedure. No additional information was provided.